Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a hemostasis procedure performed on (B)(6) 2025. It was reported that during the procedure, three bands were successfully released, but the fourth band failed to deploy. There was no difficulty setting up the device. The procedure was completed with an alternate device. There were no patient complications reported as a result of this event.